Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [(B)(4)].

Event description:
Reportedly, the pacing system was explanted on (B)(6) 2019 due to an infection at the level of the tricuspid valve. A tricuspid valve replacement was also performed during the thoracotomy.

Event description:
Reportedly, the pacing system was explanted on (B)(6) 2019 due to an infection at the level of the tricuspid valve. A tricuspid valve replacement was also performed during the thoracotomy.